Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has not been recovered. The device flag data from the last download (07/17/2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 07/17/2020. Belt 09/17/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that paramedics performed resuscitation attempts. Review of the patient's download data indicates the patient received one inappropriate treatment in response to CPR artifact. The patient was in an idioventricular rhythm at 40 bpm degrading to asystole at 11:05:39 on (B)(6) 2021. The patient was in asystole with intermittent cardiac activity and motion artifact, which transitioned to an idioventricular rhythm at 40 bpm. The patient's rhythm degraded back to asystole at 11:08:27. The patient's rhythm transitioned to sinus rhythm at 60 bpm with CPR artifact at 11:22:42. The patient received the inappropriate treatment at 11:24:28. The patient's rhythm at the time of treatment and post-shock rhythm were obscured by CPR artifact. The patient was in asystole with CPR/motion artifact at 11:25:39. The patient was in asystole with intermittent cardiac activity and CPR/motion artifact until the electrode belt disconnection at 11:37:54. It was not reported who disconnected the electrode belt.